Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, there was a leak from the valve of the flexcath sheath. The case was completed and no adverse event occurred.